Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report.

Event description:
It was reported to vyaire that the vela ventilator experienced vent inop, motor fault, low pip and low ve alarms. There was no patient involvement associated with the reported issue.